Manufacturer narrative:
On 7/2/2020, upon visual evaluation of the image provided in the complaint on 5/27/2020, no apparent damage or visual anomalies were observed on the image. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the deflated implant, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the 7414889 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Reason for device explant and/or reoperation: deflation. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6), 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 27.4 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 13, 2020, the product investigation was updated with the following information: in the preparation for the return of the device, the implant was placed in a biohazard bag and then into the autoclave, the surgical tech that prepared the implant for sterilization did not drain the excess fluid from the implant, causing it to burst during the autoclave process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2020, mentor became aware that the patient was scheduled for implant explantation in (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 425cc saline breast prosthesis. Deflation of the left breast prosthesis was identified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 27, 2020, mentor became aware that the patient underwent replacement with the following devices: (left) 560cc mentor memorygel breast implant catalog: smpx560 lot: 9365523 sn: (B)(6) and (right) 605cc mentor memorygel breast implant catalog: smpx605 lot: 7706977 sn: (B)(6). Manufacturer¿s reference number: (B)(4).